Manufacturer narrative:
A medtronic representative evaluated the imaging system and suspected deficiency on the motion control box. The suspect box was returned for medtronic's evaluation. Evaluation discovered electrical fault on the returned box. A replacement motion control box was shipped to the site. Upon replacement, a full system checkout was successfully completed, with all checks passing. The system is now fully functional. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
Medtronic representative reported that during a spinal fusion case, the imaging system booting stage took longer than expected. Although the system eventually booted, but before the first scan could be taken, the system rebooted and was not able to boot anymore. There was a reported delay to the procedure of less than 1 hour due to this issue. Site discontinued use of the imaging system and successfully completed the procedure with a c-arm, with no adverse effect on patient outcome.